Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c cage was found to be broken intra-operatively via x-ray when the second plate would not install correctly. The cage and first plate were removed and replaced to complete the procure without patient impacts.

Event description:
It was reported that a roi-c cage was found to be broken intra-operatively via x-ray when the second plate would not install correctly. The cage and first plate were removed and replaced to complete the procure without patient impacts.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the cage was fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to the plates being inserted off-axis. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.